Manufacturer narrative:
An event regarding crack/fracture of an abg ii stem was reported. The event was confirmed through mar and clinician review. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 11 june 2018. The returned device was examined with the aid of a microscope with magnifications up to 50x. The directions indicated in this analysis assumed the implant is for the right hip. If the implant is for the left hip, anterior and posterior directions are reversed. The anterior, posterior, medial, and lateral surfaces, with biological fixation being observed. Biological fixation was also observed on the posterior surface. The damage indicated consistent with the explantation process. The stem fractured at the neck. Fracture surfaces associated with the proximal and distal surfaces of the stem. The approximate direction of fracture propagation, based on observed macroscopic features sem analysis. The proximal end of the stem was analyzed in the scanning electron microscope (sem) for further analysis. The region of fracture. Fatigue striations were observed on the fracture surface. This indicates the device fractured in fatigue. Intergranular fracture morphologies were observed on the fracture surface near the region of final fracture. Ductile dimples were observed in the region of final fracture, consistent with the final fracture occurring in a ductile overload manner. Energy dispersive x-ray spectroscopy (eds) was used to determine chemical composition of the stem. The results shown in figure 18 indicate a composition of titanium, molybdenum, zirconium, and iron consistent with astm f1813. Dimensional inspection & functional inspection: not performed due to a material integrity issue as there is evidence from the visual inspection that the device is damaged. Material analysis: a material analysis has been performed. The report concluded: the stem fractured in fatigue with the final fracture occurring in ductile overload. The fracture propagated from the lateral to medial surface of the stem. Eds found the stem to be consistent with astm f1813. Based on the given information, no material or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: review of the ap-pelvis x-ray confirms fracture through the trunnion of the tha femoral stem occurred. Material analysis was performed post explantation. This showed that the stem fractured in fatigue with the final fracture occurring in ductile overload. No material or manufacturing discrepancies were noted. Clinical factors which may have contributed to the root cause of the implant fracture cannot be determined as insufficient information was available..{...} device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that the stem fractured in fatigue with the final fracture occurring in ductile overload. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including; operative reports. Surgical implant records from the surgeries. Dated pre and post op x-rays/ imaging from the index and revision surgeries. Outpatient office/clinic notes if further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient came in with pain, revision surgery revealed broken conus. Update per received devices: the stem was noted fractured.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient came in with pain, revision surgery revealed broken conus.